Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. It was reported that the caller had a case where the patient apparently overdosed on their medication from the pump due to a change in altitude while on an airplane. It was noted that the patient's health care professional (hcp) had "signed off on it" and was not aware that a change in altitude would affect the pump. No further information was provided or available. No further complications were reported.